Event description:
It was reported that two (2) one-link non-dehp standard bore catheter extension sets leaked from unspecified location. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.